Event description:
While the patient recharged, she had a headache that extended from her right temple through the middle of her brain to the base of her skull. When the charging lasted more than an hour and a half, the headache also started in the left temple. When charging in the evening, the headache lasted until noon the next day. The headache came on within 28 minutes of starting the charge. The patient also saw a "zig zag" line in her right eye and if charging for long enough, also in the left eye. The patient was referred to an ophthalmologist who found no anomalies with the patient's eyes and diagnosed a migraine. The patient also had similar symptoms during a session with the clinician programmer. She saw the "squiggly" lines while charging ever since implant. Lead placement was not cervical and the patient was getting pain coverage.

Manufacturer narrative:
(B) (4).